Event description:
Patient death for unknown reason was reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Ilivia 7 dr-t df4 promri sn (B)(4). Upon receipt, the ICD was interrogated, revealing the eri battery status, 923 charging cycles were recorded in the device¿s memory. The amount of charge taken from the battery was verified and the eri status was anticipated. The memory content of the device was inspected. The inspection revealed that the anti-tachycardia therapy functions were not deactivated after the explantation. As a result, noise was detected after explantation, leading to a large amount of charging cycles. The iegms corresponding to the time during which the device was implanted and in service were overwritten by this large number of episodes. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached and the charging time was as expected. In conclusion, the ICD proved to be fully functional. There was no indication of a device malfunction. Solia jt 53 sn (B)(6). Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection showed damaged passive fixation tines. The damage probably from the extraction procedure due to tensile stress. Resistance testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Protego promri s 65 sn (B)(6). Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The analysis showed that the insulation was found rubbed through approximately 51 cm distal to the df4 connector pin. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, the fixation helix was found bent and stretched, which most likely resulted from the extraction procedure due to tensile stress. The quality documents accompanying the manufacturing process for all these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the devices functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik would like to thank you for supporting our post market surveillance program as we continue to monitor, assess and manage complaints associated with our devices.

Event description:
Patient death for unknown reason was reported. Should additional information be received, this file will be updated.